Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced occasional insulin leakage and concerns that the pump rewind did not complete after repeatedly overfilling the cartridge beyond the intended capacity, sometimes to the point that the stopper was pushed outward and then insulin was withdrawn to level with the bottom of the glass. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included technical support review and user education on proper cartridge filling and seating. Investigation of this case revealed user handling contributed to seal disruption and poor fit, leading to intermittent leakage. It was concluded that the device performed as designed when used per instructions and that the event was attributable to use error related to overfilling and compromised cartridge seal.